Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 91mg/dl. Troubleshooting was performed. Reviewed the programming and histories on the device and they were correct. The alarm history revealed that the insulin pump alarmed. The daily totals and basal rates matched. The displacement test was performed and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.